Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine generator changeout. During the procedure, it was found that the patient's chronic right ventricular lead was failing to sense adequately. R-wave amplitude variation was also noted. The lead was capped and replaced on (B)(6) 2020. The patient was stable.